Manufacturer narrative:
The field service engineer performed various checks and did not find anything abnormal. The calibration and qc associated with the event were within range. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable ise indirect na, k, ci for gen.2 result for one patient with the cobas 6000 c 501 module. The initial na result was 91 mmol/l. The repeated result was 134 mmol/l. The initial k result was 2.01 mmol/l. The repeated result was 4.47 mmol/l. The initial cl result was 143.3 mmol/l. The repeated result was 91.0 mmol/l. The questionable results were reported outside of the laboratory and questioned by the nurse who requested the lab to repeat testing. The electrode lot numbers and expiration dates were requested but not provided.